Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 85 96sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient was having her pump decreased by 20% and removed because of problems with ¿granuloma tumors¿. The patient had 5 of them (see manufacturer¿s report # 3004209178-2014-09608 for one prior granuloma). The device system was delivering bupivacaine, baclofen, and dilaudid. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information was received and it was reported that as of the date of this report, the patient was continuing to reduce her drug and she was planning to have the pump explanted when she cut ties with her physician. The patient was looking for a physician that would fill the pump with saline and program it to run at minimum rate. At the time of this report, the patient reported that she had had 3 granulomas; the last one was found in october.